Manufacturer narrative:
Additional information: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. The evaluation of the data provided revealed the following: the error description provided by the customer, " as syringe was pushed, screen started to cut out black and white line across screen and then fully cut out after a few seconds and reverted back to storz blue screen.", would indicate, that by using the syringe, an internal leak has been created - most likely by a too high pressure - easily created by smaller syringes. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The devices are still in use at the hospital and no devices will be returned. An investigation without the affected devices will be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that screen started to cut out black and white line across screen and then fully cut out after a few seconds and reverted back to storz blue screen. No negative impact in state of health reported.